Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) presented with an error message; the main printed circuit board (pcb) was corroded. It was also found that the upper case was contaminated, and the hanger assembly was broken. Furthermore, the encoder assembly, main seal, one case screw, display flex, display frame, and keypad flex were all contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg), originally returned due to presenting with an error message, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.